Manufacturer narrative:
There is no additional information available. If additional information becomes available the event will be updated.

Event description:
The boston scientific representative was not aware of any intervening action. All available information indicates that this lead remains in service.

Event description:
Boston scientific received information that a review of daily measurements in latitude revealed left ventricular (lv) pace impedance was intermittently spiking but has not gone out of range. Technical services (ts) discussed the possibility of clavicular crush or an impact fracture. Ts discussed bringing the patient in for further evaluation and troubleshooting. It was also noted that there were multiple non-sustained episodes in the arrhythmia logbook which have noise on the lead channel. All available information indicates that this lead remain in service.

Event description:
It was later reported that the patient went into the clinic for further evaluation and the lead was programmed off and the device was deactivated. The patient stated that he has had nothing but problems since the new device was implanted. The patient also reported symptoms of pain and swelling. No additional adverse patient effects have been reported.